Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after ablation, the doctor noticed some charring above the electrode. The patient had no complications. The char was found between the tip electrode and second electrode at the plastic ring separating the electrodes. The system did not present any error message, and no issues related to temperature and flow on the catheter. The patient was anticoagulated with activated clotting time (act) > 300 and maintained throughout every case. The physician considered that the char/coagulum/thrombus/clot as excessive and estimates the risk to be increased. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized normal saline was used. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 04-jul-2025. As such, section d9. Device available for evaluation, d 9. Date device returned to manufacturer, and d 9. Is device returned to manufacturer have been updated. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Also, no anomalies were observed during the device decontamination process prior to arriving at the analysis site. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. Also, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number 31453034l, and no internal actions related to the reported complaint were identified. The char/thrombus reported by the customer could not be replicated during the investigation. Other circumstances may have affected device's performance. The instructions for use (IFU) contain the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and after ablation, the doctor noticed some charring above the electrode. The patient had no complications. The char was found between the tip electrode and second electrode at the plastic ring separating the electrodes. The system did not present any error message, and no issues related to temperature and flow on the catheter. The patient was anticoagulated with activated clotting time (act) > 300 and maintained throughout every case. The physician considered that the char/coagulum/thrombus/clot as excessive and estimates the risk to be increased. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Heparinized normal saline was used.